Event description:
Customer reported the reservoir was malfunctioning. Customer stated it was tight when she was trying to fill and hard to pull. Customer reported the whole thing dislodged this occurred with ten reservoirs. Customer's blood glucose was 269 mg/dl, treated with bolus. Customer did not fill the reservoir up with air before connecting to the vial of insulin. Customer was advised to fill the reservoir with air equal to the amount of insulin. Customer was advised in how to properly fill reservoir. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.